Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using a csi orbital atherectomy device (oad). The target lesion was 75% stenotic and was located in the distal left main artery-to-left anterior descending (lad) artery. The physician used a 3.5 ebu guide catheter and a 6fr introducer sheath to access the lesion. The physician advanced a csi viperwire guide wire across the lesion and loaded the oad onto it. The physician performed three runs at low speed and one run at high speed, each run was under 20 seconds. Approximately 10 seconds into the first run, the oad had seemed to jump through the lesion, but no complications were noted at that point. Post-atherectomy angiography revealed a perforation in the distal left main and lad. The physician resolved the perforation by deploying two 3.5x16mm graftmaster stents. The patient status remained stable throughout the procedure. Requests for additional information have been made, but none has yet been received.